Manufacturer narrative:
Result: faulty scale keyboard cable.

Event description:
It was reported by service report that the footboard was not functioning. No patient involvement or adverse consequences were reported.